Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had increased cranial pressure and couldn't seem to find a neurosurgeon in their area to help with it.